Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 9 may 2017. The fse ran test cup transfer test 20 times to check chuck open and close, the cup assembly transfer to dispense lane and the cup transfer to incubator position in and out. The engineer adjusted the c transfer incubator in and out z axis height from 318 to 305 steps. The fse ran test cup transfer test 150 times in succession with no errors and then the fse and the customer ran quality control (qc) with no errors. The fse and the customer ran 60 patients in succession with no errors. The engineer reported the most likely cause was the cup transfer assembly height to incubator was too low and crashing into the incubator, as a resolution the engineer adjusted z axis height for cup transfer assembly to incubator. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the cup transfer assembly z height in incubator positions in and out set too deep

Event description:
On (B)(6) 2017 a customer reported 4153 error c. Trans home overrun with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh, prl and ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.